Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of arachnoiditis. It was reported that the ins had been placed in the right hip instead of the left hip where the patient wanted it and where they had already prepped the area in pre-op. No patient complications were reported as a result of this event.